Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Note: event occurred in china, but was reported by (B)(6) in the united states. Please see section b for additional information.

Event description:
Account - (B)(6). Sanofi complaint ref# 45425 country event occurred - china . Event description: check attachment note - please check the attachment for additional information. As per attachment needle (partially) blocked.